Manufacturer narrative:
Correction: the original serial number initially reported was for the device.

Event description:
The customer reported to philips healthcare that they cannot use one of the buttons on the heartstart xl m4735a defibrillator/monitor. There was no patient involvement.

Event description:
The philips field service engineer (fse) later clarified that a shock (defib) button on the device paddle set was no longer functional as a result of having been physically damaged by the customer. This issue was found during testing of the device. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.